Event description:
The medtronic 670g closed loop insulin pump is flawed. The pump will get into a "loop" and alternate between "bg required" and "calibration required." The pump will not go into auto mode when this condition arises. The internet is full of discussions about this issue and it is apparent that I am not alone in my concerns about the soundness of the device. I have called customer service many times for help with this issue. Each call ends with the customer service rep asking me to return the sensor but only after a lengthy list of questions verifying the proper protocols were followed. I have done the routine so many times I can answer the questions before I am asked. It is not a user error. It is a device flaw. Please use your authority to force medtronic to find and implement a correction for the looping issue. The blood sugar disruption of going from auto mode to manual mode is significant. Thank you for your time.